Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent bag of a prismaflex m150 was leaking. The leak was located at the pouch welding near the stopcock. The leak was discovered at the intensive care unit (ICU) during patient treatment. When this issue was found, the user replaced with a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.